Event description:
Blood flow became slow during the stenting procedure at the position of the filter basket. The physician conducted suction near the basket, and retrieved debris. The blood flow recovered and the procedure was completed successfully. The pt is a male. The target vessel was the carotid artery (side unk). There is no info regarding the characteristics of the vessel. There was no difficulty positioning the filter basket distal to the lesion. There was no difficulty placing the precise stent. It was noted that the physician believes that the cause of the slow-flow was the debris that was caught in the basket. There were no neurologic symptoms to the pt, and the pt was neurologically intact at the end of the procedure.

Manufacturer narrative:
The product is not available for eval and testing. Additional info to be submitted 30 days upon receipt.